Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert had triggered due to high rate non-sustained episodes and sic (sensing integrity counter). There were also frequent premature ventricular contractions (pvcs) that were showing t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted that the patient was exercising and is currently on prednisone for poison ivy. The clinic had the patient send a second remote transmission that showed twos was no longer exhibited. The rv lead remains in use. No patient complications have been reported as a result of this event.